Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to detect the attached electrodes. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attempted to a faulty capacitors on the main board. Analysis of reports of this type has not identified an increase in trend.